Manufacturer narrative:
H10: a philips field service engineer (fse) evaluated the device and confirmed the device would not power on. The fse determined a new power supply was required for correction. The device was operational after the power supply was replaced. The functionality was confirmed with performance verification testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not turn on. The issue was found during patient set up. There was no report of harm. A philips remote service engineer (rse) reported the customer stated the unit does not turn on when plugged into the ac power. The leds on front panel would not illuminate. The biomed attempted to charge using a new power cord but the issue persisted. The investigation is ongoing.